Manufacturer narrative:
(B)(4) catheter detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator extra large snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the connection part between the handle and the catheter was detached. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.